Event description:
Related manufacturing reference number: 2017865-2023-39269. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that an error message occurred due to the inability to interrogate the ventricular and atrial leadless pacemakers (lp) with the programmer. The lps were interrogated with a magnet. The patient was in stable condition.